Event description:
Customer reported physicist's queried dap readings.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. Dap (dose rate). The ge service rep checked and recalibrated the dap. The system operates as intended.